Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after suturing the cavity, the blade of the device did not stay protected. There were no adverse consequences to the patient.